Manufacturer narrative:
The device was returned to olympus for inspection and the customer's complaint is confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: leak at the plastic distal end cover and left arm cover. Foreign object at the air/water tube and air/water cylinder; the most probable cause of the identified failures is cause traced to failure to follow instructions. The event can be detected and prevented by following the instructions for use which state: "nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign object at the aw/tube and air/water cylinder. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide an update. Updated fields: d4, g1. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.